Manufacturer narrative:
Concomitant product(s): dtba1q1 crt-d, implanted: (B)(6) 2015, 4298 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s capture threshold was slightly elevated. No changes were made and the rv lead remains in use. It was noted that the rv lead will be checked again in three months. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.